Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient experienced less relief than previously experienced and also long recharge times. There were no contributing factors identified. The rep noted that impedance measurements were within range and it was discovered that the patient spent more than 3 hours to charge at the last recharge session. The rep created a new program and encouraged the patient to try this program and then try old programs he had not previously been using. It was unknown if the issues resolved at the time of the report. The patient was alive with no injury and surgical intervention was not planned. There were no further complications reported or anticipated.